Manufacturer narrative:
(B)(4). Additional information: upon further review by baxter personnel, the root cause of the loose blue winged luer cap was determined to be operator oversight during assembly. As a corrective action, training was performed in november 2011. The sample in this report was manufactured prior to the corrective action.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. Device evaluation: one sample was received. Visual inspection of the sample noted the blue winged luer cap loose from the distal luer. No additional observation was noted from the sample. No repairs were performed as this is a single use device and will be discarded.

Event description:
Baxter (B)(4) received a report that an infusor had a loose "luer cap" before use. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.